Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal, a tampon fell apart leaving pieces behind. She is a nurse practitioner and went to her co-worker nurse practitioner two days later who performed a pelvic exam. A piece of tampon was found and removed. She had not experienced any unusual symptoms and was doing fine.